Manufacturer narrative:
Pump passed the sleep current measurement, active current measurement, and displacement test. Detailed trace analysis confirmed power loss alarms at the long trace history file and an abnormal loaded voltage (loaded vlith) at the power graph management tool due to connector resistance at j6/pcb 1. After disconnecting and reconnecting the internal battery connector on j6 /pcb 1, pump was monitored and functioned properly. No unexpected power loss alarms or low battery alarms noted during testing. Pump received with scratched case, pillowing keypad overlay, cracked case behind the pump near the battery compartment, cracked select button keypad overlay, scratched keypad overlay, texture damage keypad overlay, faded end cap address label, cracked retainer, and a minor scratched lcd window. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a recurring replace battery now alarm in less than 2 hours from getting a low battery alert. Blood glucose level at the time of the incident was 4.0 mmol/l. The insulin pump was replaced and customer returned the one they currently use for analysis.